Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Possible development of additional battery current drain which may be depleting battery at accelerated rate. Longevity estimator is accurate.

Event description:
It was reported that the device battery longevity estimate was lower than expected. Performance data revealed the device had developed an additional, parasitic current drain, however it also confirmed the longevity estimator was accurate (showing 2-2.5 years remaining) so the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.